Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to 5mm to occlude the vessel. The physician was about to perform intervention and noticed that the occlusion balloon had deflated unexpectedly. The device was removed and replaced with another to complete the case. The pt is reported to be fine.